Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.